Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be depleted battery. To correct the condition, the main battery was charged. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.